Event description:
Two days a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2004 the pt presented to the cath lab. The lesion being treated was in the circumflex (cx). The physician successfully deployed a taxus express2 8.8% 3.0 x 12 mm stent. It was noted that plavix was given two hours post-procedure. The next day the cx was visualized and determined to be closed. However, no treatment was given at that time. The following day the pt was brought back to the cath lab and the guidewire was unable to cross the thrombosis. Further info is trying to be gathered.